Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. Technical services confirmed the reported problem. Customer disconnected and reconnected cable to resolve issue, no replacement part was needed. Device is returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported display has lines through it. There was no patient involvement.